Event description:
It was reported that the user received a high alert on the pump, and troubleshooting determined the high glucose was associated with leaking at the infusion site; the user did not have an updated app report at the time of the call. Symptoms included hyperglycemia. Outcomes included customer support intervention with troubleshooting and education, and a plan for follow-up on blood glucose. Investigation included remote assessment and review of available pump and patient report information. Investigation of this case revealed infusion site leakage as the apparent source of inadequate insulin delivery leading to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.